Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing the guidewire through a microintroducer is confirmed but the root cause could not be determined. One 4.5 fr microintroducer and one 0.018 in. X 35 cm stainless steel guidewire in protective housing was returned for evaluation. A functional test of attempting to slide the complainant microintroducer over the complainant guidewire revealed the microintroducer would not slide over the proximal end of the guidewire. A non-complainant microintroducer was used to test the guidewire revealed the non-complainant microintroducer to slide over most of the guidewire until it reached the proximal end of the guidewire. The non-complainant microintroducer would not slide over the proximal end of the complainant guidewire. A microscopic observation of the proximal end of the returned guidewire revealed the proximal tip to have disjointed coils just distal of the proximal weld tip. Because the returned guidewire was found to have disjointed coils but the complaint description implies the issue to be discovered during use after inserting the guidewire through an introducer needle, the complaint of difficulty advancing the microintroducer over the guidewire is confirmed but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when tried to use the supplied guidewire for PICC insertion, it had a defective tip and stuck during insertion of the dilator. There was no reported patient injury. 4/15/2024 - the guidewire returned for evaluation was found to exhibit disjointed coils just distal of the proximal weld tip.